Event description:
Additional information was received from a rep. The rep reports the healthcare provider (hcp) indicated the device is defective and demands the cost of replacement cover under warranty. The rep indicated this is his first visit with the hcp. Caller reports patient indicated his stimulator has been randomly turning itself off for around 1 minute and 10-15 minutes and then turning stimulation back on. Caller reports patient had adaptive stimulation, but has turned off adaptive stimulation and cycling off. Caller reports turning both as and cycling off did not resolve the issue. Caller reports the device continues to turn stimulation off randomly. Caller reports these are the dates that the stimulation turns itself off: (B)(6), 2020 at 12:10pm; lasted about 10 mins. (B)(6), 2020 at 10 pm; lasted about 1 minutes (B)(6), 2020 at 8:50 pm; lasted about 10-15 minutes (B)(6), 2020 at 9:15pm; lasted about 15minutes (B)(6), 2021 at 1:46pm; lasted about 15 min (B)(6), 2021 at 11:38am, lasted about 15 min (B)(6), 2021 at 6:45pm; lasted about 15 min (B)(6) 2021 at 7:59pm; lasted about 15 min (B)(6), 2021 at 11:49am; lasted about 15 min (B)(6), 2021 at 11am and 2pm lasted about 15 min (B)(6), 2021 at 7:45pm lasted about 15 min caller reports patient was scheduled for a replacement, but the hcp office requested $5,000 upfront before any appointment can be scheduled. The caller was not with the patient. Caller reports he has reviewed the warranty, caller reviewed with the hcp and patient that the ins needs to come back to the manufacturer for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported that the implant was turning on and off by itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the ins battery randomly shut off while still having a charge. The patient needed it on at all times, so when it shut off, he knew. The patient immediately tried to charge the battery, but it was already in over discharge mode. There were no known environmental factors. The rep performed a successful trickle charge. The rep unlocked the power on reset (por) and ran an impedance check. Everything appeared to be normal, including recharge intervals. The battery did appear to shut off while still having a charge. The rep noted that while this was unknown for certain, it appeared this way based on intervals between previous recharge sessions. The issue was resolved.